Event description:
It was reported that the remb sagittal saw was running hot. Attempts to obtain additional information were made, but were not successful.

Manufacturer narrative:
Upon disassembly, it was observed that the top rotor bearing and the eccentric bearing were worn/damaged. The presence of worn/damaged bearings could cause or contribute to the handpiece heating up.